Event description:
It was reported that a nim 3.0 response and reinforced emg tube were being used as well as a separate anesthesiology monitor with a transcutaneous facial nerve stimulator that is used for monitoring the degree of muscle paralysis during surgery. The surgeon was performing a thyroidectomy using the nim response 3.0 with a reinforced emg tube. The surgeon observed that the patient had bilateral laryngeal recruitment that appeared to be in-sync with the use of the anesthesiologist's train-of-four transcutaneous stimulator. The anesthesiologist's transcutaneous stimulator was set to 40ma with a rate of approximately once per second. It appeared to the surgeon that the emg tube was coupling the transcutaneous stimulation signal down to the larynx causing bilateral laryngeal recruitment. The surgeon immediately stopped using the nerve monitor after witnessing this interaction to prevent possible patient impact. There was no reported impact on this patient.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: 8253001, mainframe nim response 3.0, s/n (B)(4), lot 68852600, manufactured august 3, 2010, etn 510k: k083124. 8229308, endotracheal tube nim emg 8mm re, s/n/lot not provided, etn 510k: k925640. 8253200, patient interface response 3.0, s/n/lot not provided, etn 510k: k083124. (B)(4). Evaluation summary: no evaluation was done, the device was not returned for analysis; it was discarded by the facility, however, the available information indicates that this event most likely occurred because of an interaction between this device and another electronic stimulating device that was being used during the procedure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.